Event description:
It was reported that pump housing and usb port were damaged, which affected ability to charge pump, although pump did not shut down. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to use alternate therapy if necessary, while technical support arranged shipment of replacement pump under warranty.